Manufacturer narrative:
The returned product was evaluated and the investigation found a bend in the cannula. It is unclear when the bend occurred. No other defects or deficiencies were found during the investigation. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36 . Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) reached between 6.1, 11 to 16.8 and up to 20 mmol/l (110, 198 to 303 and up to 360 mg/dl). The pod was worn longer than 48 hours. The patient was able to activate a new pod and gave a manual injection with an insulin pen. The patient's bg levels lowered to 8.2 mmol/l (148 mg/dl).